Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer stated that the u by kotex sleek regular tampon unraveled and fell apart leaving pieces inside her. Consumer reported that she had a urinary tract infection however did not seek medical attention. Consumer reported that after a few days of the urinary tract infection she is doing okay with no issues.